Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained meter memory of 247mg/dl. The customer's expected fasting blood glucose test result range is 103 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 247 ad 218mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 218mg/dl (B)(6) 2017 11:51 am fasting: yes, 247mg/dl (B)(6) 2017 11:47 am fasting: yes, 207mg/dl (B)(6) 2017 10:06 am fasting: yes, 186mg/dl (B)(6) 2017 11:35 am fasting: yes, 201mg/dl (B)(6) 2017 11:33 am fasting: yes. Customer has stated that there is no change of medications or exercise. Customer is on insulin.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained meter memory of 247mg/dl. The customer's expected fasting blood glucose test result range is 103 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 247 ad 218mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer has stated that there is no change of medications or exercise. Customer is on insulin.